Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed noise that was oversensed and led to pacing inhibition with approximately 2 seconds of asystole. This led to the storage of an inappropriate non-sustained ventricular tachycardia event. The patient was seen in clinic for device testing. Lead measurements looked good and noise was not able to be recreated on the pace/sense channel with isometrics or pocket manipulation. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated clinical observations were not able to be confirmed.

Event description:
Subsequently the device was explanted for an unrelated issue. The device was returned for analysis.